Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account after the event and confirmed the motor failure. Fss replaced beam shaping module (bsm) assembly to resolve problem. In addition, he replaced lens (l2) and mirror (m3) per the shot calculator, the illumination assembly to eliminate intermittent shutter errors and rotated mirror (m2). System is operating normally. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the system gave slit motor error during treatment. Treatment was aborted. This occurred with the patient¿s right eye. Since patient was partially treated surgeon is waiting for the eye to heal which can take up to 3 months before performing a secondary procedure. Pre-op 20/100; post-op 20/30 uncorrected (as of (B)(6) 2018).

Manufacturer narrative:
Manufacturing site reported that manufacturing date for the device is 1997 (year only provided) placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.